Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal for their bipap device. The patient alleges to have had lung surgery; chest pains; cough. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have had lung surgery; chest pains; cough. On the device gets hot. There was no medical intervention required by the patient. The reported event of to have had lung surgery; chest pains; cough. Was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
Additional information was received on jan 15, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged to have had lung surgery, chest pain and cough. Additionally, patient alleged to lung disease. There was no medical intervention required by the patient. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was changed to other serious (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect - clinical code, health effect - impact code was corrected.